Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The reload was received with the interlock engaged and the knife blade secured inside the interlock. There were no other visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the nurse tried to connect the reload to the cartridge fork, however could not. As the white safety shield was functional, the nurse could not close the cartridge forks and anvil forks. The procedure was completed with another device. The status of the patient is no problem.